Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with priming the device. The customer states insulin was squirting out. The customer's blood glucose level was unknown. The customer states they tried to insert reservoir and the device would go blank. The customer was requesting pump replacement. Troubleshoot was conducted. The customer was advised the pump would be replaced.